Event description:
The pt experienced an overstimulation and shocking/jolting sensation, in the right leg and low back, while trying to make a charge with the pt programmer. She had an increase in pain and was very anxious about being away from home and having a potential problem to deal with due to traveling maine. She was hesitant to attempted any troubleshooting out of fear of another episode of shocking. She was in fair condition. Additional info has been requested.

Manufacturer narrative:
(B)(4).